Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners moved their teeth too fast and it cracked their tooth. Since they have started the aligners they have needed much more dental work done. At check in patient marked true to infection, inflammation and sensitivity.